Manufacturer narrative:
No device was received. Only device photos. Visual analysis: visual analysis of the photographs identified, seroma-late: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade IV. Diagnosed by touch and seroma-late. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, wear abrasion observed, deformation observed, yellow particles inside of the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side capsular contracture, baker grade unknown. Healthcare professional, later reported, capsular contracture, baker grade IV. Diagnosed by touch and seroma-late. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device remains implanted.